Manufacturer narrative:
Based on the provided information, a stryker quality assurance engineer determined that the alleged issue of the frame having accessible sharp edges exposed (metal) was likely due to the mattress assembly alignment. However, this cannot be confirmed, as there was no contact information was provided in the medwatch report. Therefore, the customer was unable to be contacted to gather additional information , and the device was not evaluated by a stryker field service technician.

Event description:
There is no new information to report.

Event description:
It was reported a person's skin was cut from the edge of stryker stretcher, which was exposed due to the mattress being short. The cut required medical intervention. No serious injuries or clinically relevant delay in treatment was reported.